Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending artery (lad). A 10/3.25 flextome cutting balloon was selected for use. During procedure, the flextome cutting balloon was smoothly advanced to the target lesion. However, during the first inflation, it was noticed that the balloon ruptured at 4atm. The procedure was completed with another of the same device. No patient complications were reported.